Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis nurse (pdrn) reported, a (B)(6) year old male patient with end stage renal disease (esrd) on peritoneal dialysis therapy was recovering from peritonitis. During a follow-up call the pdrn confirmed the patient had peritonitis on (B)(6) 2016. The peritonitis was due to the patient breaking their aseptic technique. The lab culture showed staphylococcus epidermidis. The patient was not hospitalized and was treated in clinic with vancomycin for 21 days. His last dose of vancomycin was on (B)(6) 2016.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
The following is from the medical records provided by the patient's treatment facility. The patient started dialysis on an unknown date in (B)(6) 2015. On (B)(6) 2016, the patient's pd fluid was collected during a pd clinic visit. Cultured results showed isolate staphylococcus epidermidis. The patient was diagnosed with peritonitis and prescribed vancomycin to be administered in the patient's pd clinic for 21 days; dose and route not reported. On (B)(6) 2016, the patient completed their prescribed vancomycin treatment. The patient's pd nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. Also, the patient's pd nurse stated the patient was not hospitalized for this event. As of (B)(6) 2016, the event of peritonitis has resolved and it is unknown if the patient continues ccpd therapy.